Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary left tka, after preparation of a triathlon ps notch block, a medial condyle fracture was discovered requiring a bone screw to be implanted. The instruments were inspected and reported to have no visible defects. Rep reported there was no surgical delay.